Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient left leg is bouncing all over. This was reported to be a symptoms that the patient¿s therapy was intended to help with. The patient checked their ins with their programmer and it was reported to be off. The patient turned on their stimulation. It was unknown if the issue resolved. The patient stated they will assess if this resolved the issue. The patient reported that the issue began about a week prior, and has been getting worse every day. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.